Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that 6 weeks after the patient¿s surgery the balloon slid anteriorly and lateral. MRI was performed. Doctor performed a revision surgery on (B)(6) and the balloon was completely deflated upon scoping the shoulder. When the balloon was removed, there was a huge hole in the side of it, indicating that it had popped at some point. This procedure was done on top of a repair and the sutures were noticeably torn when we went in as well. During the 2nd procedure, the doctor placed a new large balloon in the patient which went in without issues. He also did an open subpectenodesis.

Event description:
It was reported that 6 weeks after the patient¿s surgery the balloon slid anteriorly and lateral. MRI was performed. Doctor performed a revision surgery on june 4th and the balloon was completely deflated upon scoping the shoulder. When the balloon was removed, there was a huge hole in the side of it, indicating that it had popped at some point. This procedure was done on top of a repair and the sutures were noticeably torn when we went in as well. During the 2nd procedure, the doctor placed a new large balloon in the patient which went in without issues. He also did an open subpec tenodesis.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, as it was discarded, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: balloon deflated probable root cause: application implant used in contraindicated or ill-advised patient population user not familiar with device, incorrect spacer size selection, spacer contact with other implants, user underinflated or overinflated spacer, patient noncompliant with post-op rehabilitation schedule or exposed to too intensive pt use of more than one spacer within joint. The reported failure mode will be monitored for future reoccurrence.